Manufacturer narrative:
Device investigation pending.

Event description:
It was reported the device was having display problems. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Based on the information available and the testing conducted, the reported issue could not be duplicated. The investigation concludes that no further action is required at this time.